Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after an intertan surgery, the patient re-fractured postoperatively at the insertion site of the distal screw (unk trigen intertan intertroch antegr nail impl). It is unknown how this adverse event is being managed. Patient current health status is unknown.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Per the complaint, no further information will be provided, and the device will not return for evaluation. Therefore, the root cause and/or the patient outcome beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.